Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg was unable to be charged, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. It is currently unknown if effective therapy was restored.

Event description:
Additional information revealed that effective therapy has been restored.